Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated a low battery voltage following a battery change. During testing, the pump current draws measured within specifications. The voltage in a replacement battery was low, causing a shortened battery life.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery required replacement every two to three days. Lithium batteries were being used and not lasting as long as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.